Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient's ins entered end of service (eos) at 2.38v. The criteria of eos was 2.2v, so it was suspected the voltage displayed was incorrect. It was also noted the devices entered elective replacement indicator (eri) and eos within one year of implant. It was noted both inss were consistently programmed around 3.0v, 200-300 us, and 200-250 hz. Impedances were all within range when tested at 0.7 v. Both ins's were replaced. No patient symptoms or further complications were reported as a result of this event. Refer to manufacturer report #3004209178-2019-08045 for details pertaining to the related reportable event.

Manufacturer narrative:
Analysis information: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. H3: analysis of the ins (serial no. (B)(4)) found no significant anomaly. If information is provided in the future, a supplemental report will be issued.